Event description:
A report was received that the patient had burning sensation at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg would also not charge.

Event description:
A report was received that the patient had burning sensation at the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had burning sensation at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the explant procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that was the patient underwent an explant procedure. No further information can be obtained. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had burning sensation at the pocket site. The patient will undergo an explant procedure.